Manufacturer narrative:
(B)(4).

Event description:
The customer stated that a lancet was protruding from the end cap of the accu-chek softclix lancet device before firing. The customer was not sure if the lancet was seated in the device correctly when protruding from the end cap. The customer was able to insert a new lancet into the device and the lancet no longer protruded from the end cap. No adverse events were alleged to have occurred to the customer. The customer's product was requested for investigation and replacement product was sent to the customer.

Manufacturer narrative:
The customer returned accu-chek softclix lancing device for investigation. No lancets were returned. The device was tested with test lancets at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device was disassembled for investigation, but no abnormal attributes were found which could verify the customer allegation. The lancing device worked in accordance with specifications. The failure could not be confirmed during investigation. No malfunction or defect was observed during testing.